Event description:
It was reported that the ring on the tip of the flexible screw driver got damaged during surgery (the screw did not click onto the screw driver). It was also reported that there was no adverse consequences.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.